Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, lead noise was observed. Device was appropriately detecting the lead noise and further testing was recommended. Patient will continue to be monitored.